Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: 2240, 2330, 1695, 2422, 2069, 1685. It was reported that the patient experienced abdominal pain and discomfort following surgery. It was reported that the patient underwent mesh removal on (B)(6) 2017 due to small bowel obstruction, hernia recurrence, seroma and adhesion. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.